Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. It was reported that all the cannulas were bent. The customer's blood glucose was 89 mg/dl at the time of call and 600mg/dl the day prior. Customer also stated that they have got motor error alarm. Troubleshoot was done and insulin pump passed displacement test. Advised to monitor pump. The reservoir will not be returned for analysis.